Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A health care professional (hcp) via a manufacturer representative reported battery short longevity at 20.4 to 40.8 months was indicated, therapy measurement showed 1537 ohms at 1.0 v with <(><<)>15 ua. Instruction for use of clinician programmer indicates the neurostimulator (ins) should be allowed to stabilize at body temperature for at least one week before conducting therapy measurements. The battery capacity and longevity measurements provided prior to this period or prior to implant may be lower than expected. However, as battery short longevity issue occurred successively, the rep had to obtain consent from the physician and could not take all responsibility for the device in question. Additionally, the decision was required during the procedure. Output was increase to 1.5v from 1.0v, but there was no big change. Another ins was implanted instead and the issue was resolved. The consumer¿s underlying disease included bowel incontinence.

Event description:
Additional information indicated that the ins settings were output 1.0v, pulse width 210, rate 14 hz, and bipolar. Additional information received from the representative reported that although the physician was told not to worry about indication of estimated battery longevity, it did not make sense because the function (indication of estimated battery longevity) was included in the product. It was normal to pay attention to indication and consumers ask doctors low long the remaining battery could last, as they care about battery longevity.

Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4), found ins functionally okay with insignificant anomalies. The ins was received with functional telemetry and bench testing revealed good stable output. The battery voltage was measured at 3.2 v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.